Manufacturer narrative:
Analysis of wr9200 (serial# (B)(6)): product type recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger is not powering on. Patient stated that the battery indicator lights are scrolling and they can't get it to power on. Agent had patient hold the power button for 45 seconds, but the issue was not resolved. An email was sent to the repair department to replace the device.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they don't think recharger is working because it won't stay connected to ins very long. During the call the patient turned on recharger and recharger briefly connected to ins and then started beeping again. Agent reviewed readjusting the recharger, patient stated they have already tried that and cleaning the pins. Agent reviewed recharger and ins connection and redirected to hcp.